Event description:
It was reported that a pt had his pump replaced. The removal of the pump was prophylactic to avoid in-vivo battery depletion. Medication administered via the pump was compounded baclofen (concentration 1000 mcg/ml; daily dose of 448 mcg/day). Per the reporter, the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Final device analysis revealed a catheter leakage - hole. There was a hole in the catheter 1.9 cm from proximal end at breached abrasion site.